Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information. The other perclose is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device confirmed the reported product experience. It was noted that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip remained with the needle shank, indicating that the plunger was not fully depressed to eject the posterior needle out of the shank during needle deployment. This could have been caused by the posterior needle interacting with human tissue during needle deployment, preventing the plunger from being fully depressed and resulting in bent posterior needle follower at the proximal end as observed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff as observed. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The posterior cuff successfully captured the posterior needle and both were ejected out of pocket during plunger reinsertion as intended. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the device, the probable cause for the posterior cuff miss and subsequent link detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. To assure that all products perform according to specifications, they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second perclose at was used but a cuff miss occurred as well. A non- abbott device was used to achieve hemsostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.